Manufacturer narrative:
(B)(4).

Event description:
It was reported that during subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the electrode was pulled out of the device header during a routine tug test. The electrode was re-inserted and passed all initial implant testing. The following day, the system had a high out of range impedance. A subsequent procedure was performed to replace the device due to a possible connection anomaly. This procedure was successful and the new device remains in service. No additional adverse events were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. A standard lead was inserted in the header and the tip was observed past the connector block. Bench testing using programmer verified lead impedance and sensing in all three vectors. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No connection issue was observed. Code 3191 is used to indicate surgery.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that during subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the electrode was pulled out of the device header during a routine tug test. The electrode was re-inserted and passed all initial implant testing. The following day, the system had a high out of range impedance. A subsequent procedure was performed to replace the device due to a possible connection anomaly. This procedure was successful and the new device remains in service. No additional adverse events were reported.